Manufacturer narrative:
Internal report # (B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for lo blood glucose test results. Donald (husband) is calling on behalf of the customer. The customer is concerned with tests results from results obtained of lo accompanied with symptoms. The customer's expected fasting blood glucose test result range is 100 to 110mg/dl. The customer reported feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results and reported symptom. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 09/23/2018 and open vial date is more than 4 months ago. The meter memory was reviewed for previous test result history (date / time not set): lo (B)(6) 2017 12:01 pm fasting: no, lo (B)(6) 2017 12:00 pm fasting: no. Customer has not tested in a while and decided to test today and meter displayed lo twice in a row non fasting. Customer states strips may have been opened more than 4 months ago. Customer manages her diabetes with metformin daily. Customer declines seeking medical attention as she has an appointment the next day with her endocrinologist. Per follow up: customer is no longer experiencing symptoms.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 5/3/2017 returned test strips produce lo readings. Black chemistry observed. Final root cause investigation has been completed- black chemistry due to improper storage. No further investigation required. Note: manufacturer contacted customer oo 3/30/2017 and 4/16/2017 in a follow-up calls in order to ensure the customer's condition since the initial call; customer's condition improved. No symptoms or medical attention reported at the time of the calls.

Event description:
Consumer reported complaint for lo blood glucose test results. (B)(6) (husband) is calling on behalf of the customer. The customer is concerned with tests results from results obtained of lo accompanied with symptoms. The customer's expected fasting blood glucose test result range is 100 to 110 mg/dl. The customer reported feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results and reported symptom. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 09/23/2018 and open vial date is more than 4 months ago. The meter memory was reviewed for previous test result history (date / time not set): 1: lo (B)(6) 2017 12:01 pm fasting: no. 2: lo (B)(6) 2017 12:00 pm fasting: no. Customer has not tested in a while and decided to test today and meter displayed lo twice in a row non fasting. Customer states strips may have been opened more than 4 months ago. Customer manages her diabetes with metformin daily. Customer declines seeking medical attention as she has an appointment the next day with her endocrinologist. Per follow up: customer is no longer experiencing symptoms.